Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they noticed air bubbles in the reservoir. The customer¿s blood glucose was 349 mg/dl at time of incident. The customer stated that they had filled the reservoir and linked to the tubing. It was reported that the customer was having a hard time understanding the steps in regards to changing out the infusion set and got an insulin flow block due to running out. The reservoir will be returned for analysis.